Event description:
Boston scientific received information that following pocket closure, poor sensing and loss of capture were noted on the left ventricular (lv) lead. As a result, the pocket was re-opened and the lead could not be located in a good place. The physician decided not to perform further repositionings and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.